Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of other / leakage past stopper for lot #9021501 item #309680. A device history record (DHR) review was performed on the columbus batches (8123780, 8123782) associated with the nogales batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that the syringe 60cc ll tip convenience pak experienced leakage during use. The following information was provided by the initial reporter: material no: 309680, batch no: 9021501. Details of complaint (reported issue): there were 2 different situations with regards to this item. On the first situation when syringe was filled with chemo medication the piston started moving up causing an air bubble in the syringe. The second situation the piston started moving downwards causing chemo medication to spill out.